Manufacturer narrative:
The field service engineer (fse) discovered the fluid leaked from pinch valve 37 (pv37) on the instrument. The fse replaced all of the tubing at pv37 and resolved the fluid leak issue. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the tubing at pinch valve pv37. A definitive root cause is unknown. (B)(4).

Event description:
The customer reported approximately three (3) milliliters of blue fluid leaked on the right side of the instrument while processing latron control involving the coulter lh 500 hematology analyzer. The fluid was contained within the instrument. The operator was wearing protective gloves and did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. No erroneous patient results were generated as patient samples were not analyzed. There was no patient impact associated with this event. The facility has an exposure control and risk management plan in place for biohazard material. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.